Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was not working. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
Product analysis: display misalignment was confirmed, and attributed to an out of specification printed circuit board (pcb). The pcb and touchscreen bezel were replaced, the connection was cleaned and re-seated, parameters were reset, and stylus was replaced and c alibrated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-03-05: the programmer was returned for service.